Manufacturer narrative:
(Age or date of birth): age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at nominal pressure, the balloon ruptured immediately. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient was in good condition.